Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp); customer called to report a fo sensor module failure. They had transferred over to another cardiosave without issue in the cvor suite. Customer states no harm to patient as they are still on bypass.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair of the iabp; however, despite our best efforts, no repair information has been received. However the iabp has been cleared for clinical use. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a